Manufacturer narrative:
Results: the lantern was ovalized on its distal tip. Conclusions: evaluation of the returned lantern revealed an ovalization on the device's distal tip. This damage is likely a result of forcefully mishandling during preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the nurse opened a lantern delivery microcatheter (lantern) pouch and handed the lantern to the physician. Upon receiving the lantern, the physician noticed that the distal end of the lantern was kinked. The damaged lantern was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new lantern.